Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient could not establish telemetry between their remote monitor and their implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.